Event description:
Hill-rom received a report from the account stating the pt positioning module alarm was a very low volume. The bed was located in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the speaker on the scale pt positioning module board was not working. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the scale pt positioning module board to resolve the issue. Based on this information, no further action is required.